Event description:
This is a report of a home patient (hp) who started to break out in rashes while performing peritoneal dialyses therapy. The patient ended therapy and was advised to notify their nurse of the event. The patient was hospitalized for the event and treated with unspecified antibiotics. It was unknown if the patient recovered from the rash. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.